Event description:
The customer reported experiencing low mean corpuscular hemoglobin concentration (mchc) recoveries on all samples involving the coulter lh 780 hematology analyzer. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer stated that they were alerted to the issue when the instrument generated xb "batch out" errors. Xb analysis is a supplemental quality control (qc) method that monitors instrument performance (calibration) by tracking the mean corpuscular volume (mcv), mean corpuscular hemoglobin (mch), and mchc parameters of all patient samples. Xb analysis allows the customer to monitor fluctuations in the weighted moving average for batches of 20 patient runs for the red blood cell (rbc) indices (mcv, mch, mchc), and can alert the operator of any changes in the weighted moving average outside the established laboratory range. Patient results which were associated with this event have been requested but were not provided by the customer, and there instrument flagging could not be assessed. The total number of patient results affected by this event is unknown.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site for this event. The fse evaluated the instrument and saw evidence of bubbles in the red blood cell (rbc) and the white blood cell (wbc) diluent dispensers. The fse replaced both the rbc and wbc diluent dispensers to resolve the issue and verified the repairs as per established procedures.